Event description:
It was reported that a b001 code appeared and the battery was not placed in patient use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a b0001 error code appearing on the universal battery charger (ubc) upon insertion of the 14v battery was confirmed. The returned 14v battery (serial number: (B)(4)) was inserted into a test ubc and was not accepted for charge; a red light error with a b0001 (communication error) error code was observed on the ubc. The voltage of the returned battery was measured to be 0.0 v and no leds illuminated when the fuel gauge button was pressed. Multiple attempts were made to charge the 14v battery by manually applying voltage to its terminals, however, the battery did not charge. The battery was milled open for evaluation of its internal components. Circuit analysis revealed that the battery had full charge; however, it was found that integrated circuit (ic) chip (u22) was supplied with proper voltage from the cells but was unable to supply any output voltage. The reported event was determined to be due to an electrically compromised ic chip on the main pcb; however, the root cause for the compromised component could not be conclusively determined through this analysis. The 14v li-ion battery (serial number: (B)(4)) was inspected and accepted into the receiving inspection storage location on 21mar2022 and passed all manufacturing testing prior to being initially shipped outbound on 07may2022. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, explain all battery charger alarms, and the actions to take when a battery charger alarm occurs. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for, maintain, and store the 14v batteries. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain the various ways to power the heartmate iii lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.